Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found on the distal end cover/insertion tube, however, the specific material could not be conclusively identified. It was noted that the material resembled surgical glue. It is likely the foreign material remained on the scope because reprocessing steps were not fully performed at the user facility due to the discovered nonconformities (leakage). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited perforation at the tip and leakage. The issue was noticed during an unknown procedure. The issue did not cause any prolongation of procedure. The device was returned without reprocessing and an evaluation at the repair center revealed presence of foreign material in the distal end cover and connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to a cut on bending section cover and damage on channel tube, water tightness was lost. Additionally, it was noted that switch box had a dent. Grip and forceps channel port was shaved. Air/water-cylinder and suction cylinder had discoloration. The up/down knob and right/left knob was shaved. Plug unit and mouthpiece had corrosion. Objective lens had a scratch. Light guide lens had a crack. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.